Event description:
The patient reported that the ok button was not responding on the keypad.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the ok, bolus and arrow buttons do not respond to button presses. The audible and vibe readings were not able to measure due to unresponsive buttons. Additionally, there was a keypad leak that was found during leak testing. The keypad was removed and there was no damage found to the button contacts. The pump was opened and corrosion was found inside the pump.